Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
Healthcare professional reported, "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, one curved opening, yellow particles in device inner surface and wear abrasion. A microscopic analysis and leak test were performed which identified, one opening crease smooth and two striated openings. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: one opening crease smooth in the side posterior assessed, as fold flaw opening. Two openings striated in the side posterior assessed, as surgical damage.

Event description:
The device has been replaced.